Event description:
It was reported that the patient had a revision on the day prior to the report because one of the leads was not working. It was noted that the patient had a new lead put in and the battery was moved. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).